Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2015 with the following findings:a review of the pump black box data revealed multiple cs 054 call service alarms, which may cause the display to be blank for several minutes, as well as associated pump reboots to clear the alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap secured properly to the pump, and a power loss was not observed. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump had no power. It was noted that the power issue occurred during or immediately after changing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.